Manufacturer narrative:
Concomitant medical products: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the error showed up on display when trying to charge. The patient called the doctor in regards to the end of service (eos). Steps taken to resolve the eos and poor coupling was a new antenna was mailed out. The patient reported that the eos and poor coupling resolved after they put the new antenna for 3 weeks with no error codes.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that towards the end of september when the patient was charging, an error code 375 came up. The patient stated they turned the recharger (insr) off and then back on to get the ins charged (the patient noted they got it 3/4 of the way charged). The patient said that this week when they went to charge, an end of service (eos) appeared on the insr. The patient noted again that they turned the insr off and then back on. On the call, the patient confirmed they were getting relief from the therapy, and the ins was on when they started a charging session (the patient saw the lightning bolt). The patient then adjusted the insr antenna and got better coupling as they were initially seeing 0 coupling bars. A replacement insr antenna was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.